Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a pseudocyst gastrostomy procedure performed on an unknown date. According to the complainant, the patient had a perforation due to the balloon ¿pushing the cavity away from the abdominal wall¿, and was noted to be most likely caused by difficulty in dilating the tract. It was reported that the patient then underwent surgery. The patient's condition at the conclusion of surgery was reported to be fine. In the physician¿s assessment, the case was difficult, and the perforation was due to procedural difficulties, not a device complication or malfunction.